Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to tissue reaction likely resulting from the corrosion/oxidation between the components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4) - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
A cocr modular head was revised following the report of an ¿adverse tissue reaction¿; an observation of ¿corrosion/oxidation between the modular head, neck and stem taper¿ was also reported in relation to the bi-metric stem revised during the same operation. The stem was returned to biomet (B)(4) under (B)(4). The returned modular head found a presence of both white and dark residues on the inner bore of the modular head suggest that both fretting or galling and crevice or galvanic corrosion processes are likely to have occurred. The exact cause of such mechanisms cannot be confirmed without further information, although contribution may have come from debris at the taper interface, the patient¿s condition or joint laxity.